Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on charged coupled device unit, the image was not displayed. However, the most probable cause for corrosion on suction cylinder was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovidoscope to the service center for a separate issue. During the device analysis, the service repair technician indicates that no image and corrosion on suction cylinder was found. There was no patient involvement.